Manufacturer narrative:
(B)(4). Incomplete/interrupted firing stroke. The (B)(4) device was received for analysis with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The device was tested for functionality in the straight and articulated positions using test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reload was loaded on the device without any difficulties noted and did not fell out during testing. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the cartridge fell out of the device. On the box containing the device it states faulty - misfired staples and didn't cut. There is a vascular cartridge in the gun. The jaws are closed, the knife is in the return position, and the gun is in lockout mode. Another device was used to complete the procedure.